Event description:
It was reported by service report that the fowler was bent and it cannot lay flat within 15 degrees. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler service kit.